Event description:
Flex binder assembly replaced due to error 51 found in device log. After repair, device was found to meet specification.

Event description:
During routine preventative maintenance, error 51 was found in device log.